Event description:
It was reported that the pulse generator exhibited diagnostics anomaly, the battery data could not be read. The device was successfully explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.